Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2025. It was reported over the past week, the patient was feeling unwell. On approximately, (B)(6) 2025, the patient was taken to the hospital by ambulance and when a fingerstick was taken the cgm was reading 9.5 mmol/l, and the blood glucose reading was 20.0 mmol/l. The patient was diagnosed with diabetic ketoacidosis. The patient was treated with intravenous insulin and dextrose treatment. At the time of the report the patient was still at the hospital, but the blood glucose levels would have been stable. The patient was still in the hospital during the time of the event on (B)(6) 2025. It is unknown how long (less than or more than 24 hours) the patient had been in the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.